Event description:
It was reported that the patient had yeast infection and inquired about using purewick female external catheter. It was noted that the patient had been using this product less than 90 days. It was unknown what medical intervention was provided for yeast infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per additional information received there was no allegation against the device. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had yeast infection and inquired about using purewick female external catheter. It was noted that the patient had been using this product less than 90 days. It was unknown what medical intervention was provided for yeast infection. Per follow up received via phone on (B)(6) 2022, it was stated that the customer did not complain of the purewick female external catheter giving the patient a yeast infection and patient had the infection prior to using the product.